Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's personal profile settings needed adjustment. Customer's blood glucose decreased 48 mg/dl, and juice was consumed to treat low blood glucose. Reportedly, the healthcare provider was consulted regarding adjusting the settings.